Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown constrained liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an trident 10° x3 insert 36mm ID was reported. The event was not confirmed. Method & results: -device evaluation and results: device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: no patient medical records were available for review. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
The original primary hip was stryker and done on (B)(6) 2014 without incident. The patient subsequently fell and dislocated that hip. We revised her with the constrained liner and femoral head.

Event description:
The original primary hip was stryker and done on 9-9-14 without incident. The patient subsequently fell and dislocated that hip. We revised her with the constrained liner and femoral head.